Event description:
Additional information indicates that this system continued to exhibit high out of range shock impedances. Subsequently, a 1.1 joule commanded shock was performed to evaluate the system integrity. The impedances were 71 ohms with the 1.1 joule shock. No further testing will be performed at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) system exhibited a steady increase in shock impedance measurements from 80 ohms to approximately 140 ohms. Boston scientific technical services (ts) discussed observation and troubleshooting steps. The physician plans to bring the patient in for a low energy shock to evaluate the system. To date, this has not been performed. No adverse patient effects were reported. This product remains in-service.